Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2021. At the time of hospitalization blood glucose was 400 mg/dl. Customer reported symptoms like nausea, weakness and headache. Customer was treated with insulin drips. It was unknown whether customer was using the auto mode feature. The trouble shooting was declined. The insulin pump will not returned for analysis.